Manufacturer narrative:
Field service engineer (fse) was dispatched on site on (B)(6) 2008 to investigate the event. Fse noted that the instrument has a preventative maintenance (pm) performed on it on (B)(6) 2008. The fse noted that a system check, high sensitivity system check, and precision runs all passed within instrument and assay specifications. No definitive root cause can be determined from this event. This is one of eight separate MDR reports related to eight patients' event associated with a single malfunction report. Reference MDR numbers: 2122870-2011-01154. 2122870-2011-01156, 2122879-2011-01157, 2122870-2011-01227, 2122870-2011-01228, 2122870-2011-01229, 2122870-2011-01231 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008 regarding elevated accutni (troponin) results on eight different patients. Results were generated on the access 2 immunoassay system. The customer re-ran the samples on a different instrument in the lab and all the results were negative. The initial elevated accutni results were reported outside the laboratory. It is unknown if there is any report of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event. This report refers to patient number seven.